Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Review of the log files show that the reported alarms were visible in the log files. Review of the screenshots indicate that the battery has to be replaced due to cell imbalance. A power board revision 6 is installed and the machine was delivered within the known problematic time range (december 2014). This and the fact that alarm 394 - "24von voltage low" is not reset lead to the conclusion that this problem is caused by the known power board revision 6 issue. The customer was informed that the battery has to be replaced and a shipment of a new power board has been initiated.

Event description:
Customer reports alarms 347 (24 v step motor voltage too low), alarm 345 (24 v o2 voltage low), alarm 394 (24 v on voltage low). At this time, it is unknown whether or not there is any patient involvement associated with the event.